Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the patient died. During a 3rd attempt at pulmonary vein isolation (pvi), the patient had four femoral vein access sites which included a non-boston scientific coronary sinus (cs) bidirectional catheter, a non-boston scientific intra-cardiac echocardiography (ice) catheter and two non-boston scientific transeptal sheaths. A non-boston scientific transseptal needle was used for transeptal puncture. An intellamap orion catheter was placed via the sheath and an electroanatomical map was made of the left atrium (la) which was shown to be in an atypical left atrial flutter. The map was created without issue. An ablation line was created with an intellanav mifi open-irrigated standard curve catheter which began at approximately 9 o'clock on the mitral valve and extended to an existing la roof line. This slowed the flutter cycle length by approximately 75ms. A decision was made to re-map the flutter with the orion catheter which was "parked" near to left atrial appendage (laa). The intellanav mifi catheter was manipulated so that the orion could move freely to map the flutter. At the time the intellanav mifi oi catheter was moved, the patient's aortic pressure dropped significantly. Ice images were consulted and the decision was made to perform an emergent pericardiocentesis. The operating room (or) staff was called and the patient's chest was opened in attempts to repair the damaged la. The patient expired on the table. After the emergent surgery, the physician implied that the cause of the event was a tear in the posterior wall of the la caused by the manipulation of the intellanav mifi oi catheter via the non-boston scientific sheath.

Manufacturer narrative:
F.10. Patient codes: corrected from 2491 aortic dissection to 2511 atrial perforation. It was indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.

Event description:
It was reported that the patient died. During a 3rd attempt at pulmonary vein isolation (pvi), the patient had four femoral vein access sites which included a non-boston scientific coronary sinus (cs) bidirectional catheter, a non-boston scientific intra-cardiac echocardiography (ice) catheter and two non-boston scientific transeptal sheaths. A non-boston scientific transseptal needle was used for transeptal puncture. An intellamap orion catheter was placed via the sheath and an electroanatomical map was made of the left atrium (la) which was shown to be in an atypical left atrial flutter. The map was created without issue. An ablation line was created with an intellanav mifi open-irrigated standard curve catheter which began at approximately 9 o'clock on the mitral valve and extended to an existing la roof line. This slowed the flutter cycle length by approximately 75ms. A decision was made to re-map the flutter with the orion catheter which was "parked" near to left atrial appendage (laa). The intellanav mifi catheter was manipulated so that the orion could move freely to map the flutter. At the time the intellanav mifi oi catheter was moved, the patient's aortic pressure dropped significantly. Ice images were consulted and the decision was made to perform an emergent pericardiocentesis. The operating room (or) staff was called and the patient's chest was opened in attempts to repair the damaged la. The patient expired on the table. After the emergent surgery, the physician implied that the cause of the event was a tear in the posterior wall of the la caused by the manipulation of the intellanav mifi oi catheter via the non-boston scientific sheath.